Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 100 mg/dl.